Event description:
It was noted that the patient was given narcan with no changes noted in her symptoms. The patient showed changes on EKG and went to the cardiac lab. The patient was diagnosed with a heart attack. The cause was noted to be secondary to the patient's home medication use. It was also noted that the patient had a cardiac history and chest pain in the past. The patient was discharged on (B)(6) and returned to the hospital on (B)(6) and had a CABG procedure.

Event description:
It was reported that the patient was in the emergency room with symptoms of altered mental status, tachycardia, hypertension, and was diaphoretic. Drug delivered via the device was morphine. The refill physician was being consulted. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(6) 2005, explanted: unk.

Manufacturer narrative:
(B)(4).